Manufacturer narrative:
The device was returned to olympus for evaluation; however, the device evaluation is still in progress. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that a patient contracted carbapenem-resistant enterobacteriaceae (cre) infection after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure. The type of cre infection is unknown. The scope was cultured at the user facility by sterile swab test and the results were negative. The account utilizes an automated endoscope reprocessor (aer) manufactured by custom ultrasonics and reports that follow the recommended reprocessing process as stated in the olympus reprocessing manual. No additional information was provided.

Manufacturer narrative:
The duodenovideoscope was sent to an independent laboratory for microbial testing. The scope tested negative for growth. The scope was then returned to olympus for evaluation. A boroscope was used to inspect the interior walls of the biopsy and suction channels of the scope. Evidence of foreign material was noted inside the biopsy channel wall below the channel opening at the bending section area approximately 1cm from the distal end; however, no foreign material was found inside the suction channel. Multiple scrape marks were also noted inside the channel walls. In addition, there was evidence of stain on the light guide lens. The adhesive around the light guide lens was also found cracked. Further inspection found multiple scratches around the distal end cover. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the investigation findings, the root cause of the reported event is most likely due to insufficient reprocessing of the device as evidence of foreign material was found within the scope.